Event description:
Device report from synthes reports an event in japan as follows: it was reported that on december 23, 2023, the patient underwent an open reduction/internal fixation surgery for a right femur trochanteric fracture (ao classification: 31a1.3). When the end cap in question was inserted using a t40 screwdriver, there was a part that got stuck in the middle of the nail and could not be inserted all the way through. The surgeon checked with an image intensifier and confirmed that the direction of the end cap insertion was correct. The surgeon reconfirmed that the locking mechanism was in the correct position with a flexible screwdriver, then a torque screwdriver, and again attempted to insert the end cap with the t40 screwdriver and flexible screwdriver but was unable to insert. Therefore, the surgeon completed the surgery without inserting the end cap. The surgery was completed successfully with a delay of 30 minutes. The patient outcome was reported to be stable. This report involves one unk - nails: tfna. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.